Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the maverick 2 catheter was received with no original packaging. The hypotube separation was 27.5cm from the guidewire exit notch. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous focal mid right coronary artery. A 2.50mm x 15mm maverick² balloon catheter was used to treat the lesion. During the procedure upon withdrawal of the device, it was noticed that the shaft broke beyond the rx exit port outside of the patient. The distal half of the device was easily removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.